Event description:
It was reported that due to the customer's pump case the customer's infusion sets would be pulled out. There was no reported adverse impact to the customer's blood glucose. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.